Event description:
The user noticed the ion selective electrode (ise) - sodium results drifting low after all three electrodes on the analyzer were changed on (B)(6) 2010. The user provided data for three patient samples with questionable results. Of the data, the results for one sample were discrepant. The initial result was 132 mmol/l with a data flag and the repeat result was 139 mmol/l. The initial result was reported outside the laboratory. The user stated the patient was not treated based on the discrepant result as she repeated the specimen within two hours and sent an amended report to physician. The lot number of the sodium electrode was 21503318. The field service representative determined there was a bad contact wire for the sodium electrode in the ise system and there was a problem with the sodium electrode. He switched the "contact electrode" between sodium and lithium which was not being run by the user and ran additional electrode activations. To verify the analyzer operation, he ran ise performance checks and calibration. The user ran calibration and quality control which passed to their specifications.